Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop an unspecified issue. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to CPAP device's sound abatement foam and became degraded and caused the patient to develop an unspecified issue like pulse rate has dropped to (B)(4) and heart rate has dropped to 20 beats, also falling asleep while during daily activities and in class. The patient was hospitalized in response to the reported event. The device was returned to the manufacturer's service center for further evaluation. The evidence of sound abatement foam degradation/breakdown was not observed in the base unit but the device was evaluated and dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, blower, blower box, p4 power connector. Also brown unknown contaminate on inside of the ui panel and liquid ingress with mineral deposits were observed on the blower.  A contaminate consistent with keratin was observed on the blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. The was one error found e-20 (err_motor_spinup_flux_low). The manufacturer concludes that they could not confirm the customer's allegation and there is dust / dirt contamination and the presence of contamination in the airpath, source of contaminations were external to the device.